Event description:
The st. Jude medical rep phoned technical services to report that the ICD could not be interrogated. After rebooting the programmer, interrogation was successful, but it was noted that real time gmd's were not present and the device was in the software reset parameters. The ICD could not be programmed it was recommended that the device be explanted.